Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their infusion set. The customer states the infusion set had gone bad and the customer's blood glucose level had been as high as 600mg/dl. The customer states they noticed the plastic was bent. The customer states they would call back at a later time in order to troubleshoot. The customer disconnected from the line.